Event description:
Talent stent grafts were implanted in conjunction with non mdt stent grafts during the endovascular treatment of thoracic aneurysms, thoracic dissections, intramural hematomas and penetrating ulcers using an in situ fenestration (isf) technique on unknown dates. The following adverse events were reported: stroke, dissection, left brachial artery hematoma, paraplegia, lsa stenosis, access related complication, renal failure, aorto-oesophageal fistula pneumonia, intervention and death. There was no information to suggest any medtronic device failure caused or contributed to a death.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; endovascular in situ fenestration technique of aortic arch pathology: a systematic review and meta-analysis li et al, ann vasc surg 2021; 76: 472¿480. Https://doi.org/10.1016/j.avsg.2020.12.021. If information is provided in the future, a supplemental report will be issued.